Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. No further complaint investigation is necessary as CAPA pr 1120033 was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The device is used for treatment purposes. Electrical failure ¿ design. H3 other text : device will not be returned.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues were noted before patient use.